Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via a clinical study form that this right ventricular (rv) lead was implanted in 2006, and was surgically abandoned and replaced due to a product malfunction in 2012. A request was made to the clinical study site, as well as to a boston scientific field representative, to obtain additional information about the malfunction. However, no information was available.